Manufacturer narrative:
Eval result: big wheel main support bracket.

Event description:
It was reported by service report that the brake/steer pedal was upside down and the brakes could not be activated. No pt involvement or adverse consequences are reported.